Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital due to suspected pump thrombosis. The patient's lactate dehydrogenase level was 1800 u/l and creatinine level increased. A pump exchange was completed on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Device evaluation: the explanted pump was returned assembled with the driveline severed approximately 5 inches from the pump housing. The severed portion of the driveline was returned. The outlet elbow was returned attached to the pump¿s outlet port. Upon disassembly of the device, a thrombus formation was found partially surrounding the inlet bearing cup, obstructing approximately 10-15 percent of the blood flow path. The thrombus appeared to have formed in laminated layers, indicating that it developed on the inlet bearings over an undetermined amount of time while the pump was supporting the patient. A thrombus formation was also found occluding a large portion of the blood flow path through the outlet stator. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. The thrombus was denatured and slight contact marks were noted on the outlet bearing cup and the rotor outlet section, indicating that the thrombus was present while the pump was supporting the patient; however, a duration of time for which it was present in the pump could not be determined. The evaluation of the pump as returned could not determine a specific cause for the development of the observed thrombus formations; however, their partial obstruction of the blood flow path could have contributed to the reported elevated ldh. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.